Event description:
It was reported that the pump connected to the outlet of current was not loading. The battery icon was not lighting.

Manufacturer narrative:
As of today, no device has been returned as it has since been confirmed that the issue was resolved due to no fault being found when device was tested again locally. As a result, no further actions are required at this stage but if the complaint device is returned in future then this case may be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
As of today, no device has been returned as it has since been confirmed that the issue was resolved due to no fault being found when device was tested again locally. As a result, no further actions are required at this stage but if the complaint device is returned in future then this case may be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.